Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from march 13, 2020 - march 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) underininfused during a patient infusion. The reporter stated that at the end of the expected therapy time of 46-48 hours, 60ml of the solution remained in the device. The device had been filled with 80ml fluorouracil (5-fu) and 150ml d5w (5% dextrose in water) to a total fill volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.